Manufacturer narrative:
Device evaluated by MFR: a 20 x 4.00mm promus premier select stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. However, the proximal balloon was not tightly folded and appeared to be slightly bunched. The distal balloon cone was tightly wrapped and evenly folded and was not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. A verified 0.0140 inch guidewire loaded successfully through the distal end of the tip and exited at the exchange port without issue. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention (pci) was performed on a severely tortuous and severely calcified target lesion. The target lesion was predilated with a balloon device. A 20 x 4.00 promus premier select stent was then advanced to the target lesion, but difficulties passing the stenosis occurred. It was noted that resistance occurred during advancement. The device was removed from the patient, and it was noticed that the stent struts were bent. The procedure was successfully completed with a shorter version (8mm) of the same stent delivery system. No patient complications resulted in relation to this event.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention (pci) was performed on a severely tortuous and severely calcified target lesion. The target lesion was predilated with a balloon device. A 20 x 4.00 promus premier select stent was then advanced to the target lesion, but difficulties passing the stenosis occurred. It was noted that resistance occurred during advancement. The device was removed from the patient, and it was noticed that the stent struts were bent. The procedure was successfully completed with a shorter version (8mm) of the same stent delivery system. No patient complications resulted in relation to this event.